Event description:
It was reported that device was slow to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance and no additional troubleshooting or corrective action was performed, and no further action was required from technical support.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.